Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4): ams bio arc pre-connected collagen dermal - (B)(4), ams bio arc sling system - (B)(4), ams monarc c-sling system - (B)(4), ams monarc sling system - (B)(4), ams monarc+ subfascial hammock - (B)(4), ams sparc sling system - (B)(4), unknown sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The mesh remains implanted. No further patient complications have been reported in relation to this event.